Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 700 mg/dl. The customer experienced different blood glucose level of 600 mg/dl and 100 mg/dl. The customer was treated with insulin drip. The customer did experience any symptoms such as chest pain. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.